Event description:
It was reported that the asymptomatic patient presented in back-up mode after receiving a vibratory alert a few weeks prior. The device was restored. The reset appeared to be due to an event queues overflow. The patient would continue to be monitored for routine follow-up.